Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found sample probe 2 failed for pressure / air-knife. The cse replaced and aligned sample probe 2 and cleaned the drains. The cse ran service methods for sample probe 2 and reagent probes 3 and 4. The cse ran quality control (qc), resulting in range. The cause of the discordant, falsely elevated calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was low. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer repeated the same sample on the original instrument, resulting elevated. The alternate instrument's result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.